Manufacturer narrative:
Patient identifier- multiple = (B)(6). Patient information: all available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained false repeat reactive (B)(6) and (B)(6) ag/ab combo results for multiple samples while using the architect i1000sr analzyer. The customer indicated the samples were retested on roche generating negative results. The following architect results were provided. Sample ID (B)(6): (B)(6) 1.17 and 1.37 s/co; sample ID (B)(6): (B)(6) 1.24, 1.27 and 1.58 ss/co; sample ID (B)(6): (B)(6) 2.69 and 3.23 s/co; sample ID (B)(6): (B)(6) ag/ab 1.25 and 1.79 s/co. No impact to patient/donor management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the architect i1000sr analyzer, list 01l86-01 to the architect anti-hcv assay, list 06c37-27 and architect hiv ag/ab combo 04j27-27. The similar us products anti-hcv list 1l79 and hiv ag/ab combo list 2p36 contain a warning: not intended for use in screening blood, plasma, or tissue donors. Therefore, based upon this new information, this complaint is no longer a reportable event.